Manufacturer narrative:
Further information was requested, but not provided.

Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the lead exhibited noise oversensing or t wave oversensing. No interventions were performed. The patient's condition was unknown.